Manufacturer narrative:
(B)(4). The loss of the cmos was the root cause of the problem. The ge service rep replaced the cpu to eliminate the loss of cmos settings. The ip and display adapter were replaced due to an issue with the new cpu and new software. The system now operates as intended.

Event description:
The customer reported that the system will not boot up.